Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies of corrosion and-or wear and-or lubrication; stall due to shaft-bearing; and stall due to gear wheel 3.

Event description:
It was reported, the patient had pump refill performed on 2/24/2015 and had a return of pain "shortly" after. The pump had a unrecovered motor stall and was replaced. The outcome of the event was not reported, but the patient was listed as "alive - no injury". The pump was used to deliver hydromorphone, bupivacaine and clonidine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8578, lot# n126777, implanted: 2007 (B)(6); product type accessory product ID 8590-1, lot# n117632, implanted: 2007 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.